Event description:
A patient reported blood glucose results of 361 mg/dl and 515 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl thereby indicating a potential malfunction of the meter in terms of precision. A walk through blood glucose test was performed with customer service; the patient obtained readings of 336 mg/dl and 355mg/dl.